Manufacturer narrative:
Correction: corrected health effect - impact code from 4627 - device explantation to 4629 - device revision or replacement.

Event description:
Additional information received indicates, patient's infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's left dbs ipg eroded through their skin. Additionally, there was an infection at the ipg site and patient was given IV antibiotics. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's ipg was explanted, replaced and relocated to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.